Event description:
Ous MDR - after an implantation time of about 37 months, an exit block was reported. No deterioration of the patient's state of health was reported. The device was explanted, but no explant date was provided.

Manufacturer narrative:
Ous MDR.